Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h11. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unk cup unk. G2: foreign: japan. Suggested component code: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Citation: kurishima h, yamada n, noro a, tanaka h, takahashi s, tsuchida k, mori y, aizawa t. Preserving medial iliofemoral ligament avoids excessive leg lengthening in total hip arthroplasty using anterolateral-supine approach. J orthop. 2024 sep 6;60:29-34. Doi: 10.1016/j.jor.2024.09.004. Pmid: 39345678; pmcid: pmc11437599.

Event description:
It was reported in a journal article that he purpose of the study was too compared postoperative leg length discrepancy (lld) after total hip arthroplasty using the anterolateral-supine approach (alsa tha) with or without medial iliofemoral ligament (milfl) preservation and examined the effect of the remaining milfl on postoperative lld. The study reviewed 341 hips in 339 patients (preservation group: 283 hips/281 patients; resection group: 58 hips/58 patients). An anterolateral approach was performed by a total of seven surgeons. G7 and continuum cups (zimmer biomet, warsaw, in, USA) were used with flat liners in all cases. Taperloc complete (full-length and microplasty), cls spotorno, fitmore, alloclassic, wagner cone, cpt, avenir complete, and kinective (zimmer biomet) were used as femoral implants. The leg length discrepancy prior to the initial hip arthroplasty was a mean of 7.8mm (range 0-15mm) for the p group and 7.1mm (range 0-15mm) for the r group. The study population had a mean age of 66 years within the p group (range 24-92 years) and 67 years within the r group (range 37-87 years) at time of surgery; (p group 31 males/352 females; r group 12 males/46 females). Follow-up was conducted for data analysis without discussion of intervals or length. The study reported reoperations on two patients within the p group, due to intra and post-operative fractures.